Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. Immediately following the implant procedure, the pocket was reopened to check device placement within the pocket. The pocket integrity was compromised during pocket formation leading to a decision to abandon the procedure due to concerns regarding potential increased risk of infection. Boston scientific received information from the field clinical representative (fcr) who reported that the device was never connected to an electrode nor was the device closed within the pocket. The electrode was never opened. The physician requested the device at the time of pocket creation to assess whether the pocket would be large enough to accommodate the device. While attempting to place the device within the pocket, the integrity of the pocket was compromised leading the physician to decide to abandon the procedure. The skin integrity was breached from within the pocket. A surgical instrument protruded through the skin creating direct communication to the outside. This breach occurred at the floor of the pocket creating an additional area requiring skin closure (additional to the pocket incision itself) which the physician assessed would increase potential future risk of infection. No evidence of infection was observed at the time of the decision to abandon the procedure.